Manufacturer narrative:
Additional information received on : the (B)(6) limb was extended with an (B)(6). Non-medtronic coils were also used. The endoleak was successfully resolved, and the patient is reported to be doing well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported type ib endoleak from the right common iliac artery was confirmed. A new finding - distal loss of seal of the left limb stent graft - was also detected during analysis. Although the single CT series available was affected by suboptimal resolution and increased graininess, no clear communication was identified between the contrast noted at the distal left fabric margin and the aneurysm sac. The pre-implant anatomy is unknown and earlier post-implant cts were not available for comparison of the stent graft in vivo configuration over time. Endoleak interrogation via selective angiograms ( i.e. Injecting contrast from different levels within the stent graft), could have facilitated a more thorough assessment of the endoleak and loss of left distal seal. While the exact cause of the events cannot be conclusively determined from the available imaging, disease progression with aneurysm morphology changes over nearly ten years post-implantation may have contributed to these findings. A concomitant type ii endoleak due to retrograde flow from patent lumbar arteries is likely present. Analysis of the returned film did not reveal any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an etlw1624c124e was used during an initial repair of a 66 mm abdominal aortic aneurysm. A type ib endoleak was identified on imaging almost ten years post implant. The cause was attributed to anatomy and right common iliac dilatation. Future treatment is planned to extend the graft limb. No patient complications have been reported as a result of this event.